Event description:
Same case as MDR ID: 2134265-2015-01773. It was reported that slow flow occurred. Vascular access was obtained utilizing an ipsilateral ante grade approach. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous popliteal artery. After a 190cm non bsc guide wire crossed the lesion, a 4.0mm x 30mm x 143cm nc quantum apex¿ was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured due to severe calcification. The device was exchanged with a 4 x 100 mm mustang balloon catheter and dilation was performed three times. Blood flow obtained fell short of expectation but since blood flow was recovered, the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).